Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Report 1 of 5. Consumer reported via email alleging the tampon was string side up inside the applicator making the string not easily accessible or short when it was time for removal from her vaginal cavity. She reports this happened with at least 5 tampons. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.